Manufacturer narrative:
The device was not returned for evaluation; however, pictures of the device were submitted for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, it was reported that the patient underwent a revision surgery. It was noted that the implant had scarred and was deformed upon removal.

Manufacturer narrative:
H6: the device was not returned for evaluation; however, pictures of the device were submitted for review. The device appears translucent and yellow. A part of the articulating surface seems to be worn, near the rounded corner of the device. From the images, the device size or hydration level cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, it was reported that the patient underwent a revision surgery. It was noted that the implant had scarred and was deformed upon removal.